Event description:
It was reported that, this right ventricular (rv) lead exhibited shock lead impedances out of range. Technical services (ts) discussed lead calcification build up and stated that the daily shock impedance could decrease after the delivered shock, but it will likely begin to rise again. This device rv lead in service. No adverse patient effects were reported.